Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported impact to the customer¿s blood glucose. There was no reported impact to the customer¿s blood glucose.